Event description:
On 12/07/1999, the distributor received a medwatch report from the facility. The distributor faxed this report to the manufacturer (MFR.) On 12/07/1999. The report states the following: pt arrived in the ER with a device broken at the vena cava part and the distal half embolized in the pulmonary artery. The pt transferred to another facility for removal. No further details were provided. On 12/08/1999, the pt contacted the distributor's marketing manager and stated the following: the device was implanted in 1998. The beginning of november, 1999 (around the 10th) he had an earache so he went to a local walk in doctor's office. The doctor said his ears were clogged and cleaned them but, given his history of hodgkins disease, the doctor took a chest x-ray and complete blood count. The doctor said, from the x-ray, there appeared to be a piece of the catheter lingering near his heart, and suggested that he go to the nearest ER. The pt contacted the implanting/attending physician who suggested he contact another physician and go to the hospital. In 1999, the segment of catheter was explanted at that facility. The pt did not remember the explanting physician's name. One week later, the device was explanted by the implanting physician at the facility where the device was implanted. The pt was calling to say that even though he was insured, he would incur a large amount of medical bills and has also missed some days of work. He felt he was entitled to compensation to cover the above. The distributor's marketing manager informed the pt that they were only the distributor and would have someone from the MFR contact him. On 12/08/1999, the MFR's representative contacted the pt for additional info. The pt related the above to the MFR's representative and seemed to be in a very agitated state. Although the pt seemed vague about the dates and sequence of events, the MFR's representative was able to connect the facility's medwatch report to this pt based on the catalog/lot number of the device, pt's identifier, name of the facility's involved etc. The MFR's representative asked the pt if the device and segment of catheter was available to be returned to the MFR for analysis. The pt stated that he could get them, but had reservations as to whether or not he should return them to the MFR. How would he know if the MFR's findings were the truth or if acid or something may accidently get spilled on it? He said he wanted to talk to some people about it first. The pt was then informed that a release agreement could be drawn up stating that no destructive testing be performed on the device/catheter segment and that they along with the results of the MFR's analysis would be returned to him upon completion of the MFR's investigation. The pt went on to state that "the bottom line is that the thing broke in his body, he did not reach in and break it apart and felt he should receive compensation." He asked that a nurse told him that these things last twenty-five (25) years, and that it would put no restrictions on him, so why did it break? Additionally, he stated that he read the pt's manual very carefully and goes for check ups faithfully. In august, 1999, he went for his check up and an x-ray showed that the device/catheter was in place and intact, so the thing broke sometime between then and november 1999 and it should not have broken. The MFR's representative then asked the pt if he still had the pt's manual. The pt stated that it was somewhere in his car. She requested that he review it again and referred him to pages 6 & 7 which may help him to understand the possible problems/complications that can occur with this implantable device. The pt went on to apologize for being so rude, but this has caused him a lot of trouble, no restrictions were put on him, and it should not have broken. Again, he stated that he felt some compensation was due him. He was hoping that this could be settled, but he may have to get an attorney and told the MFR's representative that she should let her superiors know that if this cannot be settled, he would get an attorney. No further details are available at this time.